Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included visual disturbance. Concomitant products included levothyroxine for thyroid disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with sex"), constipation ("constipation"), headache ("headache"), bacterial infection ("bacteria infection"), thyroid disorder ("thyroid issue") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, dyspareunia, constipation, headache, bacterial infection, thyroid disorder and endometriosis outcome was unknown. The reporter considered abdominal pain, bacterial infection, constipation, dyspareunia, endometriosis, headache and thyroid disorder to be related to essure. Most recent follow-up information incorporated above includes: on 21-nov-2019: this case is retention case all the source document and refences from the deletion case : (B)(6) have been retained in this case. From social media this case become incident. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.